Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the tip of the neuron max 6f 088 long sheath (neuron max) broke in two pieces upon removal of the neuron max from the packaging. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the distal tip of the neuron max was damaged. The packaging mandrel was unsecured from the packaging card. The packaging tape that secures the mandrel was intact on the packaging card. Conclusions: evaluation of the returned neuron max revealed damage to the distal atraumatic tip. The packaging mandrel was returned unsecured from its shipped condition under the packaging tape. If the packaging mandrel becomes unsecured from the packaging card, it may pin the neuron max distal tip between the packaging tube and the mandrel upon retraction. If the neuron max is subsequently retracted while pinned, the distal tip will likely become damaged. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.